Event description:
The customer reported that he went to the emergency room with a high blood glucose reading of 535 mg/dl. The customer was vomiting, and passed out. The customer also reported a motor error alarm. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced as he was interested in upgrading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.